Event description:
The pt experienced return of spasticity; but no reported withdrawal. The pump motor was found to be stalled; this was confirmed in the event logs. There was no motor stall recovery. The cause of the motor stall was unk. The pump was replaced; the catheter was intact. The pt was "doing quite well" following the replacement. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to delivery lioresal (2000 mcg/ml at 189 mcg/day).

Manufacturer narrative:
(B)(4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.